Event description:
Smoke was observed coming from architect i2000sr analyzer serial number (B)(4). Fluid on the liquid level sense (lls) antenna board caused the circuit board to smoke. The circuit board showed visible burn marks. No fire was observed. No injury was reported.

Manufacturer narrative:
The abbott field service representative found a capped blood tube on the instrument, which bent the sample probe to the left. Also it was noticed that wash cup was missing on the instrument. The combination of these issues caused wash buffer to be sprayed and leaked onto the lls antenna board, which resulted in the smoking of the board. Replacement of the sample probe, wash cup and the damaged lls antenna board resolved the issue. The risk reduction for safety hazards on (B)(4) diagnostic equipment and accessories memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against burns. A review of quality metrics found no atypical complaint activity that could be related to the described customer issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified during this product evaluation. (B)(4) no patient involvement (B)(4) (smoking).